Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited one episode of noise, a decrease in p waves and an increase in thresholds. No patient symptoms were reported. The patient would be monitored.